Manufacturer narrative:
Complaint confirmed. Upon visual evaluation it was noticed that the complete of the meniscal cinch assembly was returned along with two complete implants, that they were found to be stuck within the cannula. Also, the tip of the delivery cannula is broken, and one of the wire pushrods was bent, indicating that excessive force had been applied during use.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported on (B)(6) 2022 by a arthrex employee via email that an ar-4501meniscal cinch broke while the first anchor was being inserted into the meniscus. Case was completed using another ar-4501. This was discovered during a case and broke inside the joint space.